Event description:
It was reported that the device provided inaccurate spo2 readings. Customer reported that the device will display an spo2 reading that is 5% - 9% higher than a concurrent spo2 measurement from a non-masimo device. Customer also reported that the non-masimo device is consistent with a concurrent masimo oximeter and non-masimo device [being used together], while the complained device displays a reading 5% - 9% higher. It was reported that the readings were taken after five minutes in a steady state. All sensor placement were appropriate. Customer reported that the issue does not occur with every patient and the same device was used (after proper cleaning) on multiple patients including one with spo2 readings higher than expected. There were no consequences or impact to the patient.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.